Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged front case. Replaced left iui with damaged pins and corroded right iui. Replaced corroded logic board, wireless card/ board and sio board. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 18may2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged front case. Replaced left iui with damaged pins and corroded right iui. Replaced corroded logic board, wireless card/ board and sio board. A review of the device history record showed the device had a manufacture date of 18may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the front case - damaged/ cracked (damaged screen). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.